Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The technician recommended replacing the device's system board and central processing unit board assembly to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped.

Manufacturer narrative:
The manufacturer previously reported of a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The technician recommended replacing the device's system board and central processing unit board assembly to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped. The previous report had the incorrect event date. The event date has been corrected in this report.